Manufacturer narrative:
The investigation confirmed that a non-reproducible, higher than expected vitros tropi es result was obtained from a single patient sample using vitros tropi es reagent pack lot 2540 processed on the vitros 5600 integrated system (s/n (B)(4)). A definitive assignable cause could not be determined. Vitros tropi es precision testing performed was within acceptable guidelines, suggesting an instrument issue was not likely a contributing factor. Based on historical quality control results, a vitros tropi es lot 2540 performance issue is not a likely contributor to the event. However, the customer does not process a control fluid with a troponin I concentration at, or below the url. Therefore, the performance of the vitros tropi es reagent lot 2540 at, or below the url concentration of 0.034 ng/ml cannot be determined and a reagent issue could not be entirely ruled out as contributing to the event. Additionally, pre-analytical sample processing could not be ruled out as a contributing factor as the customer is not adhering to the sample collection device manufacturer¿s recommendations. It is possible that cellular debris due to poor sample preparation was present in the affected sample, although this could not be confirmed.

Event description:
The customer observed a non-reproducible, higher than expected troponin I result obtained from a single patient sample using vitros troponin I es (tropi es) reagent on a vitros 5600 integrated system. Patient sample 6.23 ng/ml versus expected result of <0.012 ng/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The non-reproducible, higher than expected tropi es result was reported from the laboratory. A corrected report was subsequently issued for the affected sample. Ortho was not made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics (ortho) inc. Complaint number (B)(4).